Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/23/2018 that on (B)(6) 2018 the receiver shows the initializing screen without manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver showing initializing screen without manual restart could not be determined. A root cause cannot be determined.